Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as a defective ise tubing and the connector. The fse replaced the ise tubing and the connector to resolve the issue. Fse cleaned the electrode tip, the sample pot and ise drain to resume normal operation. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results for sodium on their au680 clinical chemistry analyzer. The high patient results were not reportable out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.